Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer was in the hospital and the device was not working properly. Customer has been experiencing high blood glucose. Customer's mother and the nurse both stated the buttons on the device was were difficult to press and they are unresponsive at times. Customer's blood glucose was around 346 mg/dl at the time of the hospital it was 486 mg/dl. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the act button. The lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.